Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: during set up for the case, the staff connected the handpiece and the generator started delivering an activation tone and visual indication (blue light) of activation. The prime button had not been pressed. The activation button was not being pressed. Customer is unsure if any energy was actually being delivered to the handpiece tips. There were no error codes. The generator was set to 170 and low flow when the issue occurred. The staff tried pressing and releasing the activation button on the handpiece, with no change. The staff disconnected the handpiece and the generator stopped indicating activation; however, when the same handpiece was reconnected, the same issue occurred. Investigation conclusion: the reported issue was confirmed. Once the device was plugged in, the device automatically activated without depression of the blue activation button, confirming the customer¿s complaint. The wires of the pcb board were found to have solder drift, as the connection points where all three wires attach to the board are shifted to the left. The blue (button) wire solder point is also touching the white wire (electrical continuity circuit) contact point, which is the cause of unintended activation upon insertion. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During set up for an ortho tha case, staff reported upon connecting the aquamantys handpiece to the aquamantys generator, the generator started delivering an activation tone and visual indication of activation. Neither the prime or activation button had not been pressed. It is unknown if rf energy was actually being delivered to the handpiece. There was no patient injury reported.